Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to oversensing with high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. The lead has high thresholds. A follow up with the patient¿s healthcare provider yielded that the patient is immobile and the physician wants to just monitor the lead with no intervention. The lead remains in use. No patient complications have been reported as a result of this event.